Manufacturer narrative:
The force bipolar instrument has not been received for failure analysis evaluation. A review of an image provided by the customer was performed. The image shows a force bipolar instrument with a broken molded insulator, which resulted with a fully detached grip tip and broken conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw on the force bipolar instrument was misaligned. A fragment fell inside the patient but was retrieved during the same procedure which was completed robotically. An unspecified post-operative test was performed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: on (B)(6) 2026, the following additional information was obtained a physician who attended the da vinci-assisted surgical procedure. The force bipolar instrument was inspected prior to use and unspecified damage was noted. Fragments from the instrument broke off. However, a fragment did not fall inside the patient as initially reported. The surgeon believed the instrument was damaged due to an instrument collision. The instrument had been used for about 1¿2 hours before the issue, and no functional issues were noticed during the procedure. The force bipolar instrument was not removed prior to breakage. No additional procedure or post-operative imaging was required. The case was completed robotically, and there was no patient injury or return visit related to a retained foreign object.